Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the seal in the hub was broken and the physician was unable to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostasis valve (gasket) did not break into two or more separate pieces; the valve appears to be dislodged. The hemostatic valve/brim cap/hub did not become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not being used on the patient as such, there was no patient consequence. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure continued. The customer¿s reported issue of unable to advance the dilator thru the sheath (obstruction) is not considered to be an MDR reportable issue since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
On 19-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the seal in the hub was broken and the physician was unable to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostasis valve (gasket) did not break into two or more separate pieces; the valve appears to be dislodged. The hemostatic valve/brim cap/hub did not become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not being used on the patient as such, there was no patient consequence. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve dislodged inside the hub could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 25-aug-2022, it was noticed that incorrect information was submitted under field d9. Device available for evaluation? This was reported as no when it should have been yes. This has now been populated. It was also noticed the following information was omitted: d9. Date device returned to manufacturer was left blank but should have been reported as 17-jul-2022. This has now been populated. D9. Is device returned to manufacturer? This was left blank, but it should have been check-marked. This has now been populated.